Event description:
A male patient contacted lifecor customer support to report that the battery pack began to emit a burning smell after being in the monitor for 8.5 hours. The patient had changed the battery and the system booted up normally. Support sent a replacement battery.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack smoking was due to defective cells within the battery pack. The root cause of the defective cell is not known. There was clear evidence of liquid inside the battery case. Therefore, it was believed to be cause by the battery pack being immersed in a liquid or having a liquid spilled on it. The defective cells were replaced. The battery pack was retested and restocked. No adverse events resulted from the faulty battery pack. The patient received a replacement battery pack.